Manufacturer narrative:
Continuation of d10: product type mobile platform product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing morphine for spinal pain and fbss leg/back. It was reported that the patient reported "since about 2-3 months after implant (B)(6) 2025. " the patient noticed it was taking a long time to connect to the pump and the handset would show the screen was freezing at 90%.the patient stated they were able to bolus up to 3x a day but typically they won't even try because it took so long. The agent reviewed data and assisted the patient in deleting the data. The patient would call back if they need further assistance.